Event description:
Referred by another dr. Dr examined her. She uses soft contacts. Her right eye was red and infected. The cornea had multifocal infiltrated and trace flair. Cultured cornea and started treatment with antibiotic drops and ointment. Vigamox drops every hour in right eye and ciloxan ointment for use at bedtime. Acular ls used four times a day as needed. Prescription for percocet. Returned next day and he continued the same drops. She was light sensitive, right eye was painful. Next visit, added new drop amphotericin every hour in right eye for that day and then half that for next day and stopped ointment and acular. Decreased vigamox to twice a day. Culture came back as fusarium. Checked her 5 days later, cornea had epithelial scar. Ulcer was resolving. Treatment was continued, vigamox twice a day. Amphotericin 4 times per day. Saw her six days later, vision better, eye felt better. Still had epithelium scar but decreased 50%, ulcer resolving. Stay off contacts for at least 8 weeks. She is back with first dr.